Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that date of implantation was on (B)(6) 2018, and date of explantatation was on (B)(6) 2020. Please see section e. Initial reporter information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5096875 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone breast implants has experienced right-sided rupture and unexplained systemic symptoms postoperatively, including breast pain, pains in thyroid, anxiety, feelings of dying, fatigue , cognitive dysfunction. Muscle pain and weakness, joint pain, numbness in hands legs, hair loss, dry skin and hair, premature aging, inflammation, insomnia, dry eyes, decline in vision, throat clearing, increased phlegm, dry mouth, bad breath, gastrointestinal digestive issues, fevers, night sweats, intolerant to cold, ear ringing, food intolerance allergies, headaches, slow muscle recovery. Heart palpitations, chest pain sore, tender lymph nodes, nausea. Dehydration, frequent urination, shortness of breath, depression, fibromyalgia, lyme disease, raynaud¿s syndrome, hashimoto's thyroiditis, rheumatoid arthritis, and nonspecific connective tissue disease. As a result patient underwent bilateral removal on (B)(6) 2020. The report indicates that after the explant the surgeon looked at the implant capsules and saw that the right implant was discolored and ruptured. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on aug 21, 2021 indicated that the alert date for this complaint was on august 18, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2021 mentor became aware that follow up report # 2 is incorrect. Manufacturer¿s reference number: (B)(4). Please disregard follow up 2 report.